Manufacturer narrative:
Final analysis of the pulse generator found that a resistor anomaly caused the inappropriate measured battery impedance. The resistor was wire-bonded with one wire instead of two. After adding another wire to the resistor, the pulse generator functioned normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during interrogation of the pulse generator, battery impedance was displayed as dashes. This was found to be the same since 2005. Battery data measurements were 2.74 v, 6 ua and the magnet rate was 97.2 ppm. The device was removed.